Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the failure to open was that the tip of the stent was damaged and couldn't be opened.

Manufacturer narrative:
H3: the distal and proximal ends of the braid were opened and frayed. No bends were found with the pushwire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped pipeline failed to open. After the stent microcatheter was in place, the customer began to withdraw the microcatheter, but the tip did not open. It still did not open after withdrawing a further distance. It also did not open after straightening the internal carotid artery (ica )end. It still did not open after retracting it and deploying the tip.it failed to open in the distal section. The pipeline was not positioned in a bend. Less than 50% had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. The pipeline was resheathed and removed from the patient with the microcatheter. The devices were prepared according to the instructuins for use (IFU). The patient was being treated for an unruptured, saccualr aneurysm in the ophthalmic artery segment. The max diameter was 13mm and the neck diameter was 5mm. The distal landing zone was 4.6mm and the proximal landing zone was 4.9mm. Vessel tortuosity was moderate. Dual antiplatelet treatment was administered. Angiographic result post procedure the contrast agent retention was obvious and completely covered the tumor neck. No patient symptoms or complications were reported.